Manufacturer narrative:
(B)(4). G2: foreign- austria. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the juggerstitch fractured. The fractured piece was removed from the patient body. This caused for a prolonged surgery. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h4, h6 the following section was corrected: h4, h6 - impact code the reported event is confirmed based upon the provided x-ray. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a metallic curvilinear foreign object posteriorly in the knee, consistent with the fractured surgical instrument tip. This appears to be at least partially intra-articular. No abnormality of the surrounding anatomical structures is identified. Per diligence, the x-ray was taken during the operation, and the broken part was removed immediately. No revision surgery planned. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.